Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high pacing impedance. The patient presented for a lead exchange surgery, and as the lead could not be removed, it was abandoned and replaced on (B)(6) 2021. The patient was stable.